Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-12-16. H.6. Investigation summary: bd received 5 samples from lot 2080612, 5 samples from lot 2166977 from the customer in support of this complaint. All sample tubes from both lots, along with 10 retention samples from the bd inventory were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records from both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are underfilling. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the tubes are underfilling and the customer had minor bruising."

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are underfilling. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the tubes are underfilling and the customer had minor bruising."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2166977, medical device expiration date: 2022-12-31, and device manufacture date: 2022-03-21. Medical device lot #: 2080612, medical device expiration date: 2022-12-31, and device manufacture date: 2022-03-21.